Event description:
Clinical information: (B)(6) - vista registry, patient site ID: (B)(6). It was reported that on 06 november 2024, a 29mm navitor vison valve was chosen for implant using a large flexnav delivery system. The annular dimensions of the native valve was perimeter 82.2mm and area 520.2mm2. During procedure, a pacing use due to valve stabilization and the inflow edge of the constrained valve frame aligned at the base of the non-coronary cusp (ncc). During valve release, complete heart block was noted and a temporary pacemaker was used. The valve was implanted at a depth of 8.03 at ncc and 6.5mm at left coronary cusp (lcc). After the implant, mild perivalvular leak (pvl) was noted and a post-implant balloon valvuloplasty done. On (B)(6) 2024, a definite pacemaker was implanted.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of paravalvular leak (pvl) and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, causes for the reported pvl and heart block could not be conclusively determined. The reported unexpected medical intervention and surgery were results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.